Manufacturer narrative:
No conclusion can be drawn. The suspect device was not returned to merit for eval; therefore, no conclusion can be drawn. Merit monitors events of this type, and no significant increase in occurrence has been noted.

Event description:
The complainant reported that the cap blew off of the hemostasis valve during angiography. The contrast agent was being infused by hand injection. There was no reported spray due to this incident. There was no harm or injury to the pt.